Event description:
A malfunction occurred with the customer's pump, identified by malfunction code malf 1, and there was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the faulty pump with a new one, updated with the latest software. The customer was advised on using multiple daily injections (mdi) as a backup therapy and provided instructions on how to put the pump into storage mode. Technical support confirmed shipping details and informed the customer about the steps to follow upon receiving the replacement pump. The customer was also instructed to return the malfunctioning pump using a pre-paid shipping label within 10 days.